Event description:
Family member called to report that the customer's pump is beeping extremely low. It was stated that the customer has tried to replace the batteries, but the anomaly persists. The pump continued to beep very low and the beep volume was set at three. At that time, the customer was advised that a replacement will be sent.